Manufacturer narrative:
(B)(4). As the adapter not returned and the lot number is unknown, a device analysis cannot be completed.  A trend review will be performed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the nurse was not able to lock the transfer set tightly with the adapter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Report source is a consumer rather than health professional. Should additional relevant information become available, a supplemental report will be submitted.